Event description:
Reportedly, a 23 mm valve was explanted after an implant duration of approximately 4 years (48.97 months) due to aortic regurgitation (ar). The customer reported that a prima plus valve, model 2500p, was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2008. The ar had been observed since (B)(6) 2012, then heart failure symptom also appeared and the customer decided to perform re-surgery. On (B)(6) 2012, the valve was explanted and replaced with a mechanical valve. The customer commented that a hole was found in a non coronary cusp (ncc) at the explant.

Manufacturer narrative:
Claim of valve explanted due to aortic regurgitation could not be confirmed. As received, the valve exhibited a tissue tear at the left coronary leaflet that detached the leaflet from the sewing ring/fabric. The tear measured to approximately 15mm along the rim. The reason for the tear was indeterminable. Minimal calcification was visible only in the x-ray. X-ray. The device history record (DHR) review is currently in process. The customer commented that a hole was found in a non coronary cusp (ncc) at the explant. No additional patient information was provided except that the patient was under treatment as of (B)(6) 2012.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon's report of regurgitation and tissue tears has been confirmed. However, the root cause for the tissue tears cannot be determined. Minimal calcification was detected by x-ray. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.